Manufacturer narrative:
Product complaint#: (B)(4). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy the fms was inserted into the micro tornado hp w handcontrol it only worked for about 2 seconds and than stopped. The blade was removed and re-inserted to check if that was causing for the micro tornado hp w handcontrol to malfunction but again it was difficult to insert. The surgeon continued to trying to active the micro tornado hp w handcontrol but the result was the same, it would only worked for about 2 seconds and than it will stopped working. After 8 attempts the device was too hot to hold. The procedure was completed with another device. No patient consequence and no surgical delay was reported. No additional information was provided. The affiliate reported the device was discarded is unavailable for return.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary the complaint device is not being returned, our affiliate informed us that the device will be discarded, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number (1649m2256r), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot an mre review was performed and results determined that there were no anomalies or discrepancies (non-conformance) found on this lot/batch.